Manufacturer narrative:
H10: per additional information received, the reprocessing steps did not deviate from the IFU (instructions for use) in reference to the foreign material present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material within the connecting/insertion tube could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced an image problem. It was unknown when the event occurred. There was no report of patient or user harm associated with the event during testing and inspection of the returned device, it was discovered that there was foreign matter found within the connecting tube. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of image problem was not confirmed. Additionally, connecting tube has foreign objects on the surface. The foreign material could not be removed. This was due to insufficient or incorrect reprocessing. The flexibility adjustment ring had a scratch. The grip had a scratch. The air/water cylinder had a scratch. The suction cylinder had no color. The switch box had a scratch. The scope cover had a scratch. The up/down knob had a scratch. The scope connector case unit had corrosion due to water leakage. The circuit board unit in the suction connector had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to a crack on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The light guide lens had a crack. The connecting tube buckled. The connecting tube had foreign objects. The universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.